Event description:
Medication is not coming out of needle [needle issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of needle issue and no adverse event in a patient (gender, age and race were not reported) from the united states. The patient's age at the time of events experienced was not reported. On 26-mar-2026, amneal pharmaceuticals received information from pharmacist via a telephonic call concerning above mentioned adverse events experienced by the patient while on amneal's fulvestrant. On (B)(6) 2026, the patient was treated with fulvestrant injection 250mg/5ml (50mg/ml) via intramuscular use (dose, and frequency were not reported) (ndc: 70121-1463-2, lot: ap250501, expiry date: 31-oct-2027 and serial number: (B)(6) for an unknown indication. On an unknown date, the patient was treated with fulvestrant injection (dose, route, frequency, ndc, lot, expiry date, serial number were not reported) for an unknown indication co-suspect medication, concurrent condition, concomitant medications, medical history, history of allergies, history of smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. On an unknown date of mar-2026 a sealed medication box was received from wholesaler. On (B)(6) 2026 while about to administer the medication, nurse observed that medication was not coming out of needle and also stated that the other syringe was fine. Nurse confirmed that the patient received the medication from another syringe. Last action taken with fulvestrant in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events needle issue and no adverse event was unknown. The reporter did not provide the causality of needle issue and no adverse event with fulvestrant. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.